Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the doctor went to pull back the angio-seal evolution device to position the anchor, the collagen plug, and the suture was broken. The user was uncertain if the anchor was positioned in the wall of the vessel and part of the collagen plug or if the anchor was lost in the vessel. The estimated blood loss was less than 250cc. The patient was reported to be in ok condition. The procedure outcome consisted of manual compression and 24 additional hours of hospitalization. There were no other devices or equipment used with the reported product. Additional information was received on september 26, 2018. The procedure being performed was a percutaneous transluminal coronary angioplasty (ptca). Six (6) fr procedure sheath was used. A pre deployment angiogram was performed. The anchor was left in the patient. The collagen was not deployed in the right way, because it broke. There was visual confirmation of the device showing the anchor was missing. Testing was performed to locate the anchor, however not successfully. The location of the anchor was unknown; they thought could have been in the vessel wall because the patient stopped bleeding. Medical or surgical intervention was not performed to remove the anchor. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.